Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. The distal conductor was extrinsically distorted and bent. Visual summary indicated that the lead was damaged at implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lead implant, the distal pin became bent upon removal of the rotation tool. The lead was explanted and replaced. No patient complications have been reported as a result of this event.